Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 01:24:27. During night drain cycle five, the patient's ultrafiltration reading was 1254ml, indicating the home patient (hp) drained 1254ml more than their maximum programmed fill volume of 1900ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was identified during the review of the event history logs. The cause was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow up medwatch will be submitted.